Manufacturer narrative:
The data presented an 0x5c alarm, timeouts, and a drive stall. The device was reset and rerun. The rerun data presented no anomalies. The alarm was triggered and the device was deactivated before the completion of second prime, and can be confirmed as the cause of the needle not deploying. The cause of the high pulse widths, timeouts, and drive stall could not be determined. Brass shavings were observed on the leadscrew. Due to no resistance being observed when manually rotating the ratchet gear and the rerun data presenting no anomalies, these brass shavings can not be confirmed as the cause of the 0x5c alarm or the failure of the needle deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.